Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead exhibited high impedance measurements. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.